Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial lead over sensing was noted on the right atrial (ra) lead. The devices miss-classified episodes as atrial fibrillation due to atrial lead oversensing. The device was re-programmed, and the event was resolved. It was reported that the ev ent was not related to the procedure or device. No further patient complications have been reported as a result of this event. The patient is a participant in the post approval clinical surveillance product surveillance registry.